Manufacturer narrative:
Additional information added to: b5 revised.

Event description:
It was reported that the solid red arrow was on when the unit was off. There was no patient harm. The issue was noted prior to patient use.

Event description:
It was reported that the solid red arrow was on when the unit was off. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pcu exhibited the following observations: ¿ the male iui connector contact pins were observed with unidentified film contaminants. ¿ the front case/ keypad circuit layer was identified with contamination below the system on key the following information was noted on the keypad flex cable: ¿ front case with keypad p/n tc10013664 rev 1 (printec). ¿ lot # 067225. ¿ manufacturer date was noted jan 2020. No other obvious issues or anomalies were identified with the source device during the inspection. Log analysis results: results from a review of the pcu logs showed no records associated to the reported incident on the date of the reported event. Test results: function testing showed the system initially powering the pcu on with the red led arrow when connected to an ac power source, without pressing the ¿system on¿ key. The led continued to stay on during additional testing. Once the keypad was replaced with a known good test keypad, the red led arrow would not turn on when connected to ac power. When the pcu was turned on, the red arrow only flashed once during post, as intended. Maintenance keypad testing confirmed the pcu responding to each key press as intended. Test methods: n/a device history review: a review of the device history record showed the device had a manufacture date of 05/23/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did confirm similar complaints with the same or related failure mode for this customer under (B)(4). The probable root cause of the customer¿s experience with red led arrow staying on is suspected associated to a short on the keypad traces resulting from fluid ingress entering the keypad circuit layer. The customer¿s reported complaint of the pcu having a solid red arrow on when in an off state was replicated during testing. Previous cad failure investigations have identified issues associated to fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer, including the red arrow led becomes damaged, creating a short circuit producing undesirable results. An extensive investigation for this issue has been previously performed and completed through fi dir # 10000375029. ¿ log analysis results showed no issues or errors associated to the reported event with the returned device. ¿ an internal inspection of the pcu identified significant amounts of contamination in lower right section, below the ¿system on¿ key, indicative of keypad trace damage. ¿ the pcu red led arrow stayed on when connected to an ac power source and continued to be on during testing. A good known test keypad showed the pcu red led arrow would not turn on when connected to ac power. ¿ the pcu was not being used for treatment.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the solid red arrow was on when the unit was off. The issue was noted prior to patient use. Although requested, it is unknown if there was patient harm.